Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been fluctuating. The customer reported that the first month on the insulin pump he had a high blood glucose of 300 mg/dl and was unable to bring it down for 4- 5 hours. The customer reported a high blood glucose of 350 mg/dl and stated that the blood glucose reading was 42 mg/dl that morning. The customer reported that the blood glucose was normally low in the morning and then go high in the afternoon. The customer reported that the drive support cap appeared normal and recessed. No leaks or air bubbles were found. The insertion site was not sore or irritated. The time and date and bolus and basal rate settings were correct. The bolus history displayed all entries based on the customer's recollection. The customer declined to perform a high pressure test. The customer was advised to contact a health care practitioner regarding the high blood glucose.